Event description:
Nurse was placing a peripherally inserted central catheter (PICC). She was successful in obtaining venous access, but then the peel-away introducer sheath broke apart as it was being advanced during insertion. The nurse was unable to continue with PICC insertion and had to remove it and access a second site. Patient suffered no untoward effects from the incident.======================manufacturer response for PICC line break-away introducer sheath, 1.9 fr x 50 cm PICC line break-away introducer sheath (per site reporter).======================no response yet.